Event description:
It was reported the programmer always starts up "system updating", then may or may not locate a device to interrogate, wand changed out first. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the system updating was due to the missing keyboard, programmer started up as required when a keyboard was connected, programmer needs a keyboard installed to resolve system updating issue. Also it was confirmed that the programmer had intermittent interrogation, pressing on the radiofrequency (rf) connector influences telemetry, also the electrocardiogram (ECG) connector was loose. It was also noted that the left keyboard hinge was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 analyzer. (B)(4).